Manufacturer narrative:
Concomitant medical products: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The camera was returned to the manufacturer for analysis. The left lens of the returned position sensor unit (psu) has fallen out and been returned to the camera, held by tape. A check of the event log shows a history of intermittent firmware incompatibility dating back to (B)(6) 2018. Otherwise, the psu passed an accuracy test (aak) at .08 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a damaged camera. There was no patient involved.